Event description:
It was reported that a screen was encountered that the reporter could not explain while programming a patient¿s pump, where the physician programmer asked if they wanted to stop the pump. No was selected and programming was continued with. It was confirmed all the programming was correct and there were no alarms or issues after the pump update. The reporter could not confirm whether or not the therapy stop button was accidently hit or not when asked if it was a possibility. The device system was used to deliver baclofen. A session data report was provided from when the pump was interrogated that day, nothing abnormal was noted. It was later reported the cause of the event remained unknown; however, it was noted ¿thinks we hit red button on programmer¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l55005, implanted: (B)(6) 1998, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).